Event description:
It was reported that the compressor did not start. There was no patient harm.

Manufacturer narrative:
The compressor was investigated on site by our field service engineer. It was reported that the ventilator did not start. The investigation revealed that the transformer of the compressor was defective and replaced. After replacement the compressor started to work properly. Since no part was returned for investigation, the root cause of the defective transformer has not been determined.

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected primary di number: (B)(4). H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 07/10/2017.

Event description:
Manufacturer's ref. #: (B)(4).